Manufacturer narrative:
Evaluated three opened and used reservoirs. Performed pre-fill reservoirs test. Found no occluded anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were unable to fill reservoir due to pressure. The customer¿s blood glucose level was unknown. The customer stated that they were unable to fill the reservoir due to the pressure differential. The reservoir will be returned for analysis.